Manufacturer narrative:
The customer was informed of high (B)(6) advia centaur hbsag ii results observed by their us colleagues from patients that appear to be taking fertility drugs. The high (B)(6) results have not been observed by this customer. Siemens is investigating. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The UDI number is unknown. The customer has not provided the reagent lot number(s) when informed of the advia centaur hbsag ii (B)(6) high results.

Event description:
The customer was informed of high (B)(6) advia centaur hbsag ii results observed by their us colleagues from patients that appear to be taking fertility drugs. The high (B)(6) results (> 50 index) observed did not require (B)(6) confirmatory testing, however because the physician(s) questioned the high (B)(6) results, hbsag confirmatory testing was performed, and the (B)(6) results were not confirmed. The high (B)(6) results have not been observed by this customer, and have informed siemens of this issue. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur hbsag ii assay results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00030 on 02/09/2016. The customer ((B)(6)) was informed of high (B)(6) results observed by their us colleagues from patients that appear to be taking fertility drugs. On 05/23/2016: additional information: this was an inquiry by the customer as their sister site in the u.s was observing (B)(6) results on fertility patients. Siemens advised the customer, if the sister site in the u.s is observing (B)(6) results to follow the (B)(4) instruction for use testing algorithm. For this case, it is unknown if other (B)(6) markers are being run, or if the falsely elevated (B)(6) results are being run as a stand-alone assay. There were no patient samples provided to siemens for additional testing. No conclusion can be drawn. The instruction for use under the interpretation of results section states the following: "if the sample is greater than 50 or flagged as "> index range," the specimen is (B)(6), and no further testing is required. Note when the advia centaur (B)(4) assay is used as a stand-alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), it is suggested that the advia centaur (B)(4) confirmatory assay be used to confirm the result." The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."